Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v309528, implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 20-aug-2013, UDI#: (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture field representative via a healthcare professional regarding a consumer implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the lead was accidentally cut while the healthcare professional was dissecting the old ins out of the pocket. The healthcare professional attempted to remove it from the lead insertion site and the lead broke leaving four electrodes in place. The lead was replaced on the opposite side without any issues. No further complications were reported.